Event description:
Information received by medtronic indicated that insulin pump was cracked at back. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11e retainer ring = black customer returned pump for an alleged cosmetic damage located at the battery tube area and potential moisture damage found on (B)(6), 2022. Device passed displacement test but failed the self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing, however, pump error 63 alarming when performing self test. Unit successfully downloaded using thus. Pump error 63 (variable 12) was noted in the history download on 06/29/2022 at 08:53:39.000. The pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. The following cosmetic damages were found during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case, serial number label faded. In summary, customer's alleged pump error (variable 12) alarm confirmed in pump history download on 06/29/2022 at 08:53:39.000 due to moisture damage. Self test failed due to constant pump error 63 alarms. Cosmetic damage located at the battery tube area confirmed. Moisture damage confirmed at pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.